Event description:
A consumer reported that pt experienced tongue swelling within 10 minutes of applying cushion grip (sunday). Tongue began to swell to the point of obstructing pt's breathing. Pt was taken to the ER where pt was treated with solumedrol (methylprednisone) and benadryl (diphenhydramine) and epinephrine for apparent anaphylactic shock. Pt was discharged on monday when the swelling had subsided. On tuesday pt's voice got gruff and pt developed hives all over pt body (although pt had not used cushion grip again). Pt was taken back to the ER and treated with the same drugs noted above, but was sent home with prednisone and diphenhydramine. Pt's dr believes that cushion grip was the cause of pt's reaction and that the responses noted on tuesday were due to the contact with cushion grip on sunday. The pt has knwon allergies to sulfa drugs and penicillin. Pt had quadruple by-pass surgery approx two years ago and has been taking dyazide, ranitidine, and aspirin on a daily basis ever since.